Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.

Event description:
Caller reported performa ii blood glucose results of 108 mg/dl and 493 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.